Event description:
Received 3 injections of orthovisc into knee by orthopedic dr after a removal of internal hardware from a tibia plateau fracture. Two months after my hardware removal, I had my 1st injection no issues; the 2nd very painful, 3rd about passed out. Could not walk out of the drs office, was given ice and laid down for a approx. 45 minutes. Had to have a nurse help me to my car, very stiff, did not walk well but eventually it took about three days to feel better. Once a week I received 1 injection the third one like I said I just cried, and the dr said he would not administer the last shot. I will have to say money wasted, I did not receive any relief or it only lasted maybe three weeks after the third injection.